Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump would not exit the preparing to prime loop and insulin squirted out if the tubing during manual prime. The customer¿s blood glucose was 231 mg/dl at the time of the incident. The customer states her pump quit working states she saw her doctor and he confirmed it. The customer stated she has been running high with her blood glucose readings but thought it was because she was sick but noticed that when she was priming the line insulin started spewing out and emptied her reservoir also has noticed when she gives a bolus she does not feel like it is being delivered and if it is being delivered not much insulin is being delivered. The customer did not want to troubleshoot, just wanted the insulin pump replaced . The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No prime or fill anomaly noted. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was received with cracked battery tube thread, broken reservoir tube lip, cracked case near display window corners, stained address, serial number label and minor scratches on display window noted. No moisture damage on electronics and motor assembly noted.